Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: lead revision done due to a non-specific product performance allegation.

Manufacturer narrative:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise. A new lead was successfully implanted. No additional adverse patient effects were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise. A new lead was successfully implanted. No additional adverse patient effects were reported. (B)(6) 2024 it is believed that either clavicular crush or suture sleeve pinch contributed to noise and oversensing. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.